Event description:
It was reported that the pulse generator exhibited low impedance and unacceptable thresholds. The device was explanted and replaced. The patient was in good medical condition following the procedure.